Event description:
It was reported that increased capture threshold was observed on the left ventricular (lv) lead. During revision, the lv lead was not positioned correctly. The lv lead was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of increase capture threshold was not confirmed. As received, a complete lead was returned in two pieces. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.